Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The balloon of a 5f mynxgrip vascular closure device (vcd) fell out of the blood vessel during the procedure. There was no reported patient injury. After inflation of the balloon with saline, the physician did not feel the tactile resistance and the mynxgrip device was withdrawn. The sales representative reported that there was a user mistake and air in the balloon did not entirely come out during preparation. The sales representative advised the users to remove the air by injecting saline. The physician was unable to deploy the sealant and hemostasis was achieved with manual compression. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle and the advancer tube was covering the balloon. The sealant was not returned with the device. The device was not prepped with saline and the balloon had no exposure to blood which likely indicates device was never inserted into a procedural sheath. The condition of the returned device does not match the event description. Per functional analysis, leak testing was performed on the balloon of the returned device and no leak was found. Pressure was maintained with proper functioning of the inflation. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The device showed evidence of never being inserted into the procedural sheath. The exact cause of the reported event could not be conclusively determined. In addition, the device was not prepared with saline. The condition of the device did not match the description of the incident. The exact cause of the reported event could not be conclusively determined. Incorrect preparation of the balloon may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing the vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback, can cause the balloon to partially collapse as air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1901404 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) fall out of blood vessel on procedure. Therefore, the physician could not deploy the sealant and hemostasis was achieved with manual compression. There was no reported patient injury. After inflation of the balloon with saline, the physician did not feel the tactile resistance and the mynxgrip device was withdrew. The sales rep thinks that the main reason is that there was a user mistake and the possible reason was airs in the balloon did not entirely came out during preparation. Therefore, the sales rep advised the users to remove the air by injecting saline. The device is expected to be returned for analysis.